Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main, proximal and mid left anterior descending (lad) artery. Following pre-dilatation, a 3.00x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was attempted to cross the lesion with a micro catheter, however, it was noticed that the distal portion of the stent was deformed. No patient complications were reported.